Event description:
It was reported that pump displayed repeated malfunction alarms with code 12 despite no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin delivery if necessary, while technical support arranged replacement pump with updated software.